Event description:
The biopsy forceps would not open or close. There was difficulty removing the biopsy forceps from the patient's vasculature. It was forcibly pulled out. There was no patient injury.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.